Event description:
A user facility returned the olympus asset (demo device), gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air water-tube had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and the additional findings were as follows: due to damage on the channel tube, water tightness was lost and the adhesive on the bending section cover had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly by leakage due to breakage of biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.